Event description:
It was reported that following an acl surgery, the pump showed a blockage error message which could not be resolved. The pump was removed without complications and the pt continued taking the oral medication that was prescribed at discharge.

Manufacturer narrative:
The pump was discarded by the pt following removal.